Event description:
The customer reported 3 incidents in which the set caused retrograde flow into their secondary IV lines. All users that experienced this event were interviewed and confirmed that the manifolds was clamped and squeezed during prime. One incident occurred during chemotherapy-when the nurse checked on the pt, she noticed the chemo bag had refilled. The second incident occurred while blood was being infused and retrograded into another line. The third incident was noticed as soon as the line was set up. The samples were saved and will be returned to quest. Product code 9526a; lot number is unk.